Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2007. A product experience report was explanted on (B)(6) 2017 due to infection erosion. The physician was dr.(B)(6) at (B)(6) hospital center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).